Manufacturer narrative:
Correction: h6. Additional information: d9, h3.

Manufacturer narrative:
Additional information: h3, h6.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's pacemaker had premature battery depletion. The device was explanted and replaced. The patient was in stable condition.